Event description:
On 3/12/93 pt underwent posterolateral fusion from l5-s1. On 12/15/94 pt underwent revision surgery and implants were removed. A fusion procedure was performed with bone graft from right hip.